Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
The twist drill broke in the patients chin and was unable to be retrieved, remains in the patient.